Event description:
Patient presented to the physician with stimulation lead wire eroding out of the skin. Physician prescribed antibiotics and consulted with patient about upcoming procedure to address the stimulation lead.